Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca), a guide wire tip detachment occurred. The 100% stenosed lesion was located in the moderately calcified and tortuous right coronary artery. Two guide catheters were used in the procedure from other manufacturer's. A pilot wire with a 1.25 x 10mm balloon was advanced to the lesion, but was not successful in crossing the lesion. A graphix guide wire was then advanced using a double wire technique, but not able to cross the lesion. Another balloon was advanced to the lesion, but also unable to cross. The wire was withdrawn and the distal tip (1cm) had detached. The tip remains in the patient. The procedure was not completed. The patient's condition is reported as stable. The physician will recommend another surgical intervention to remove the occlusion, with potential removal of the wire tip.